Event description:
It was reported that the patient presented for an unrelated procedure. Upon opening the pocket, a break in the lead insulation was noted. The lead was capped and replaced on (B)(6) 2017. Patient was stable before, during, and after the procedure.

Manufacturer narrative:
Capped date in the previous report was incorrect. Should have been marked for foreign in the previous report. Manufacturing date in the previous report was incorrect.

Event description:
The right ventricular lead was capped and replaced on (B)(6) 2017.